Event description:
This pt was in the ctor for a replacement aortic valve. The small percival valve that was chosen, did not deploy properly when implanted into the pt's heart. The leaflets malfunctioned. Another valve was used and the pt did not experience any harm due to the incident. FDA safety report ID# (B)(4).